Event description:
It was reported that this right ventricular (rv) lead was explanted due pacing not delivered when required. Another rv lead was placed successfully. No additional adverse patient effects were reported.